Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service. Electrical and mechanical adjustment were made to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the vision system (vs) had a not connected to vision cart message. System logs were unavailable at the time of the call with vision power power button is not illuminated and there is no image displayed on the tower monitor. Technical support engineer (tse) had the customer verify the vsc breaker switch was turned on and the power cable was fully seated in the wall outlet with no change. Site attempted to relocate the vsc power cable into another wall outlet and cycling the vsc breaker switch with no change and used another vision tower for the procedure. The procedure was completed with no reported injury.